Manufacturer narrative:
Reported event: an event regarding dislocation involving an unknown liner was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided.  Complaint history review: could not be performed as lot code information was not provided.  Conclusion: the event could not be determined because insufficient information was provided. Further information such as device identification and return, pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported: "pt. Presented with complaints of multiple dislocations, pt. Could not provide an original dos, but recalls hip-surgery taking place in 2003 and having been revised in 2007. Based on markings visible on the explanted items, they were a 28mm +10 c-taper lfit femoral head and a ¿28e¿ 10-degree insert. The acetabular shell was identified as a trident shell, ¿head and liner¿ were swapped out for an mdm construct. Trident shell and eon cemented stem were not replaced." Spoke to rep, who provided the revision usage sheet. Right hip, head dislocated from liner. Rep confirmed that no further information will be released by the hospital or surgeon.